Manufacturer narrative:
The initial MDR was submitted on 26-oct-2018. Additional information (01-nov-2018): a siemens customer service engineer replaced the waste drawer interlock and sensor. The conclusions code was updated.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) to report an injury. It is unknown if the operator was wearing personal protective equipment (ppe) at the time. A siemens customer service engineer (cse) was dispatched to inspect the analyzer. The cse found that the solid waste drawer was difficult to open and close. The cse re-aligned the waste drawer. The cause of the cut/pinch to the operator's finger was a misaligned waste drawer. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
The operator of an atellica immunoassay (im) 1600 instrument obtained a cut/pinch to a finger while closing the solid waste drawer. The operator did not seek medical attention and placed a bandage on his hand. There are no known reports of adverse health consequences due to the cut/pinch on the operator's finger.